Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Visual evaluation of the returned sample noted one opened (no original packaging), middle tray(pv0272) of the urologist tray with minimal contents. It was noted that there was a crack perpendicular to the middle tray edge that went beyond the narrow cavity with two filiform catheters still inside. This does not meet the specification "part shall be free from holes, tears, and cracks" per inspection procedure. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be inappropriate material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"corrugated shipping case is to be capable of supporting boxes during palletization andwarehousing without bursting, bulging, or damaging contents.".h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening packaging but before use, the product was melted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon opening packaging but before use, the product was melted.